Event description:
After placing three coils, the physcian inserted the fourth coil. It went easy through the prowler plus, without any friction. After one little loop of about 3 to 4mm into the aneurysm, it was noted that this loop came out of the aneurysm. The physician wanted to replace it, and by pulling it back he felt no resistance and the coil detached. A snare was used to retrieve the detached coil. During the retrieval of the detached coil, a loop of another coil came out of the aneurysm, and that one also needed to be retrieved. This coil stretched out and a large piece of it remained into the carotid artery.